Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device would not close the clips completely. The site used a new device to complete the procedure. There was no pt consequence.